Event description:
It was reported that the device voltage was 2.61v and it was questioned if the device should have lasted longer. The device was explanted and replaced. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: added known facility information. Evaluation summary: (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the device battery voltage was 2.61v and it was questioned if the device should have lasted longer. The device was explanted and replaced. No patient complication have been reported as a result of this event.